Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colon resection. According to the reporter: the surgeon inserted the stapler as she always has done and when they fired the stapler, the staples did not seem to form or even fire on the posterior side of the anastomosis. The surgeon was able to recognize this upon doing a leak test and was able to sew the anastomosis and defunction the bowel to heal.